Event description:
Device 1 of 3: reference MFR. Report#: 3006705815-2019-01120, reference MFR. Report#: 3006705815-2019-01121. It was reported the patient was not receiving effective pain relief from the scs system due to lead migration. As such, the patient underwent surgical intervention wherein the system was explanted and replaced resolving the issue.

Event description:
Device 1 of 3. Reference MFR. Report#: : 3006705815-2019-01120. Reference MFR. Report#: : 3006705815-2019-01121.